Event description:
The device did not deliver set volume. The customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended testing. No parts were replaced. It is not verified there was a volume loss, and no malfunction may have occurred.